Manufacturer narrative:
(B)(4). Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a primary right shoulder arthroplasty, the patient suffered a humeral fracture, in which the trial stem was currently in place. The surgeon cabled the humerus after competitor stem implantation. Attempts have been made and no further information has been provided.